Manufacturer narrative:
The t:slim x2 basal iq user guide states: additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using the cartridge for as many as 4 days at times. During system check,tandem customer technical support informed customer that using the cartridge for more than 48-72 hours which is considered off label per the user guide. Customer changed out pump supplies, to address the alarm and resumed insulin delivery. Customer's blood glucose was 247 mg/dl.